Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 28.0-28.2cm and 30.2-30.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Reliability laboratory technician reliability laboratory technician g3 st. Jude medical crmd reliability laboratory